Event description:
Patient reported experiencing approximately 5-6 infusion sets separating. Patient indicated that he experienced elevated blood glucose ('hi" on meter). Patient indicated that on the day of the incident, he had received dialysis treatment. Patient indicated that the dialysis treatment normally caused his blood glucose levels to increase. Patient indicated that he discovered the issue when he checked his blood glucose level after dialysis. Patient indicated that he changed his tubing and adminstered a bolus. Patient indicated that medical assistance was not necessary to address this issue.